Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) from the device showed possible anti-tachycardia pacing therapy for possible rvr (rapid ventricular response) occurred approximately two years ago. It was noted that the device reached recommended replacement time (rrt) approximately three months ago and is now at end of service (eos). The device remains in use. No patient complications have been reported as a result of this event.